Event description:
It was reported that the device was very near triggering elective replacement indicator (eri) and based on the settings and usage, the customer noted the device was approaching eri much sooner than expected. Premature battery depletion was later reported. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Evaluation summary : (B)(4) we did received performance data was collected from the device and have analyzed the data. Analysis revealed that the battery voltage was pre/approaching elective replacement indicator (eri). The weekly battery voltage trend data shows a minimum battery equal to 2.772 to 2.628 volts between (B)(6) 2012 is before device recommended replacement time (rrt) which is less than or equal to 2.6251 volts.